Event description:
It was reported that this right ventricular (rv) lead had moved and was painful when it moved and twisted. Boston technical services (ts) referred the patient to physician. This rv lead remains in service. No adverse patient effects were reported.